Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant were not reported. It was reported that the pt presented with abdominal pain. An angiogram was performed and revealed a proximal type 1 endoleak and that the bifurcated device may have migrated 3cm. The pt was from a different state, and it is unk whether there were regular follow-up visits over the past 3.5 yrs since implant. It was also reported the aortic neck was 24-25mm in diameter and that the type 1 endoleak might have been present at the original implant. Another manufacturer's aortic cuff was implanted proximally and resolved the endoleak. No additional clinical sequelae were reported.

Manufacturer narrative:
Evaluation - results: inherent risk of procedure (endoleak, migration). Pt's condition affected effectiveness of device (endoleak may have been present at implant). Conclusion: device failure/lack of effectiveness related to pt condition (endoleak may have been present at implant). Required secondary intervention.